Manufacturer narrative:
The device memory data and therapeutic functionality of the ICD were thoroughly analyzed. During the analysis of the device memory data, the clinical observation could be confirmed. The analysis of the archive data showed an increase in the ventricular pacing threshold on (B)(6) 2015. In the available iegms, interference signals were also detected in the ventricular channel. However, the ICD proved to be fully functional during the analysis. There were no indications of a device malfunction.

Event description:
Ous MDR - after an estimated implantation time of 18 months, oversensing was reported. No abnormalities were noted at the lead during explantation. The lead and the ICD were returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported. The implant date was not provided.